Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. There's no indication that the damaged electrode belt caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing.

Manufacturer narrative:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. The cause for the failure was the cable connecting the ECG c and d cable was severed inside the dn (distribution node). The root cause for the damaged cable was physical abuse. No adverse events occurred from the damaged electrode belt.